Manufacturer narrative:
Corrected data: follow up indicated that there was no alleged deficiency against the lead and the surgical intervention did not address the lead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 1627487-2019-09217. It was reported that the patient will be having a revision on their scs system. No further information is known at this time.